Manufacturer narrative:
Product analysis:visual and microscopic examination of the associated set screws and rod identified set screw deformation and morphology consistent with full tightening. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The device was returned. The evaluation results are not yet available, hence no conclusions can be drawn. We are provided with two lot numbers. (0128566w, 0153086w). We do not know which particular lot number failed. We do know that its just one domino that failed hence, we are filing both of them under one medwatch form .

Event description:
Pre-op diagnosis: degenerative spine procedure: posterior cervical fusion product status: explanted-complete levels implanted: c2-t2 it was reported that post-op, the 3.5 cobalt rod slid out of the domino. Patient had to undergo revision surgery to replace failed domino. The product came in contact with patient. The product broke. No fragments were remained in the patient. Patient complications were reported unknown. Only complication was that patient had to undergo revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.